Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Manufacturing location: (B)(6). Manufacturing date: 06 october 2014. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported that during an intramedullary nailing performed on (B)(6) 2017 an inserter for titanium elastic nails would not release the nail. It reportedly seems like there is a crack in the metal inside the device. There was a five (5) minute delay due to the device malfunction. The surgery was successfully completed with the same / like product. There was reportedly no harm to the patient. Concomitant medical products: titanium elastic nail (part number unknown, lot number unknown, quantity 1). This report is for one (1) inserter for elastic nail.